Event description:
Long charge time reported on ICD. Sensing difficulty/oversensing and fracture reported on v lead. Fracture reported on a lead; it subsequently tested out of specification during manufacturer's analysis.